Manufacturer narrative:
Catalog number is unknown. UDI information is unknown premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient received a new pump, due to same issue; when he tried to connect a new cassette, pump had a two-tone beep and displays no disposable on screen. Unsuccessful with troubleshooting. Once new cassette placed on pump, it ran without alarm. The patient had wasted two cassettes. No further details provided. No patient injury was reported.